Event description:
It was reported that there was high threshold. Under x-ray it appeared the rv (right ventricular) lead had pulled back during one of the patient's falls. It was noted that the patient had had several falls in the past. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Evaluation summary: analysis was performed and no anomalies were found, however visual summary analysis of the lead indicated apparent explant damage; full lead returned and analyzed.